Manufacturer narrative:
The tech found broken pins on communication board. He replaced communication board to repair the bed.

Event description:
Info received indicates the bed will not send a nurse call.